Event description:
During lead replacement surgery (1627487-2023-05972), the ipg ipg became unable to communicate with external devices when the surgeon used electrocautery. Troubleshooting was unable to resolve the issue. As a result, the ipg was also replaced on (B)(6) 2024 to address the issue.

Manufacturer narrative:
The date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The reported observation of ¿possible service app¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to procedure. Based on the timeline when aligning all times to central time, the device last exited surgery mode (B)(6) 2024 11:29, the power on reset (por) occurred at (B)(6) 2024 11:59. The power on reset (por) recovery attempted occurred at (B)(6) 2024 12:09. Based on this information the device enterer the service application state after exiting surgery mode. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per the clinicians manual: per clinicians manual (B)(4)- under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.